Event description:
Doctor had to remove micro anchor from patient, for they were expelled from bone, due to a foreign body reaction were cysts had formed. The anchors removed had been placed in the phalanges 3 area of the finger.

Manufacturer narrative:
At this point in time, mitek is in the gathering information mode. If and when more information becomes available, then mitek will submit a follow-up report.